Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B) (6) 2010. Lasik was done on this pt post multifocal implant placement. It was noted that the flaps for this pt were not particularly easy, nor was it difficult to lift. The pt was seen on (B) (6) 2010, 4 days post lift and rinse for diffuse lamellar keratitis (dlk) and the va was 20/50 (ucva), had 2+ haze, and striae in the bowman's. Additional info indicated the right (od) eye was the affected eye and the flap lift and rinse was performed on (B) (6) 2010. The pt is responding to treatment and the dlk has resolved.

Manufacturer narrative:
(B) (4). Striae. Eval - on feb 25, 2010, a clinical development manager reported that no settings were changed since the last preventative maintenance on dec 11, 2009 and had the same field service engineer dispatched. On feb 26, 2010, the dispatched field service engineer (fse) indicated he cleaned and aligned the optics in the laser engine and delivery system. In addition to verify minor, normal adjustments as part of the first quarter preventative maintenance check. Gel test cuts were made and were found to be to amo specs. Checks were made to the safety system and all other functions of the laser. Nothing was found to have caused the dlk. Procedures have been performed since then with no problems. The laser is operating to amo specs.